Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut off without first displaying an error or alarm message. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. During the technical investigation the pump did not switch off by itself and no technical defect could be observed. The pump passed all the tests on the diagnose testsystem related to the problem mentioned by the costumer.